Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified antibiotic, via a plum pump. After an unspecified length of time, the pt reported hearing fluid dripping on floor. It was reported that the nurse noted fluid leaking from secondary tubing connection. The customer contact reported that all connections were tight no specific details were provided. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. No add'l info was provided.